Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A cath lab nurse, called for assistance with a helium transducer not calibrated alarm on a cardiosave during use. Console was switched out. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) had a phone call from a cath lab nurse at the event site, for assistance with helium transducer not calibrated alarm during use. As they started to troubleshoot, the nurse stated said, ¿oh, I¿ve already switched the consoles out. I just wanted to see if something was wrong with this one in case we have an overnight emergency.¿ fse had asked the nurse to check the helium gauge; she sent over a photo of the it which showed that the tank was over half full. Fse explained the nature of the alarm and gave her the information regarding this alarm from the IFU. Fse also sent over a screen shot of this portion of the IFU for their reference. The nurse had taken the pump down to the cath lab and was with her charge nurse. Fse re-explained the situation and suggested to take the pump to biomed to be serviced if they had backups. The charge nurse said ¿oh yes, we have plenty of pumps.¿ the nurse labeled the pump and took it to biomed. The staff was appreciative of the support and has fse contact for any other questions. Later this issue was corrected by customer's biomedical engineering department by calibrating helium transducers.

Event description:
N/a.